Event description:
It was reported when using the bd vacutainer® sst¿ ii advance there was foreign matter is found in one device. There were no health consequences or impacts reported.

Manufacturer narrative:
E1 initial reporter facility name: (B)(6).

Manufacturer narrative:
Investigation summary. Bd had not received any samples or photos for investigation. A total of 100 retained samples were visually inspected, and no foreign material was found. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode: foreign matter - unknown. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported when using the bd vacutainer® sst¿ ii advance there was foreign matter is found in one device. There were no health consequences or impacts reported.